Event description:
It was reported that catheter was used on a patient that required an urgent transvenous pacemaker. The patient was being externally paced at the time. Pacing catheter did not obtain capture. The clinician performed troubleshooting by changing the pacemaker box with no effect. They had inserted a second pacing catheter and were able to obtain capture. Initial insertion was done without fluoroscopy by physician that has done several successful insertions without fluoroscopy in the past. Second insertion was done with fluoroscopy.

Manufacturer narrative:
The device was not received for evaluation.